Event description:
During preparation, it was reported the guidwire got stuck inside the catheter. The device was not used in the patient.

Manufacturer narrative:
The catheter was returned for evaluation and found broken in two segments. Catheter broke. (B) (4).